Event description:
It was reported that during a laparoscopic prostatectomy procedure the clips jammed. The procedure was completed with same like device. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results of device (a) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The analysis results found that device (b) was returned with the tip of the advancer broken, thus preventing the proper advancing of the clips into the jaws and malforming the clips. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The device locked as intended, but the orange indicator overtraveled, this finding is not related with the incident reported. (B)(4). Broken advancer - malformed clips.